Event description:
Patient was brought to ir [interventional radiology] on [redacted] for a dvt [deep vein thrombosis] thrombectomy. CT venogram from [redacted] displayed an object that looked like a stent in the left popliteal. However, no stent was ever placed. When on ir table for thrombectomy on [redacted], fluoroscopy better displayed what appears to be the filter end of an inari thrombectomy sheath that was used in the prior thrombectomy in [redacted] - two months earlier. Dr. Was unable to retrieve any clot during the [redacted] case because of this obstruction, despite trying numerous access sites. Dr. Was the ir md who performed the prior thrombectomy in [redacted]: two months ago, with inari rep assisting. Inari has been contacted, will make them aware of the details of this case.